Event description:
According to the reporter: air leak occurred during use. The seal part was damaged. Nothing fell into the cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).